Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) was not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) was not required. Upon investigation of the actual device used in this incident, it was determined that the medication could not be delivered to the medstation at 4west due to no paperwork being printed from the ciisafe. The medication was stocked out at that location. The customer mentioned that there was a delay in patient care. A field service engineer identified that the issue was related to the data port on the wall, which caused the station to go offline and prevented communication with the printer. The engineer advised the customer to contact the hospital¿s information technology team. The engineer then remotely accessed the device, and the customer confirmed that everything was functioning properly. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication could not be delivered to the medstation at 4west due to no paperwork being printed from the ciisafe. The medication was stocked out at that location. The customer mentioned that there was a delay in patient care.